Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 90mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. Using programmer 82-3126 serial number (B)(4), the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3844 with lot ctkb24, conformed to the specifications when released to stock in 28th september 2015. No root cause could be determined as the valve functions. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon flushed valve worked well, attached to a rickham reservoir and implanted didn't get flow once connected to ventricular cath. Replaced and sent back for quality review. They want a written letter on findings. No delays.